Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The device was successfully deployed inside the patient, with proper orientation and positioning. Immediate drainage was achieved, releasing pus and fluid from the pseudocyst. The patient's stomach visibly deflated, confirmed both by appearance and by the physician's manual examination and the eus imaging confirmed correct placement and function. However, 8 hours after the procedure, the patient experienced abdominal pain; a computed tomography (CT) scan was subsequently performed, revealing a suspected stent migration, which was later confirmed, leading to the stent's removal. 6 hours after the axios stent was implanted, a perforation occurred. The patient was subsequently taken for surgical intervention on (B)(6), 2025, to stop the bleeding and remove the stent. The patient is still hospitalized with a bacterial infection at the perforation site; however, is reported to be stable, and is currently under observation while receiving antibiotics. The issue remains ongoing.

Manufacturer narrative:
Block h6: imdrf patient code e1002 captures the reportable event of pain, abdominal. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1901 captures the reportable event of bacterial infection. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf device code a010402 captures the reportable event of stent migration.